Event description:
On april 16th after the completion of an abdominal procedure the patient was turned to place clean blue pad. A cluster of approximately 6 red areas were noted along right hip area where contact whith bed would be made. Also present had yellowish centers. All prep solution on skin was washed off and the area dried. No prep solution was pooled on blue pads. Irrigation solution was present on pads. On arrival in recovery room a report of this area was made to recovery room nurse. Circulating nurse reviewed admission assessment and it was noted that on admission the patient had red areas on coccyx which patient stated was caused by heating pad. Patient was turned and no red areas were noted on sacral area or on left side. Cautery pad area was clear at end of procedure. Heating unit used during surgery was set at 101 degrees fareheit and was fully covered by willow case, then sheet, then 2 blue pads and one more blue pad underneath to use post-op.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: component failure, none or unknown, patient's condition - predisposed event, component failure. Conclusion: device failure occurred but not related to event, device was out of spec but this does not relate to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.